Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a gastrointestinal (gi) bleed during implant admission. The patient had a history of gastrointestinal bleeds due to arteriovenous malformations (avms) prior to left ventricular assist device (lvad) implant, and gi bleed was considered a pre-existing condition for the patient. On (B)(6) 2023, the patient had a decreased hemoglobin and low flow alarms. Diagnostic testing was performed including esophagogastroduodenoscopy (egd), but egd results did not identify a bleeding source. The patient's international normalized ratio (inr) was noted to be 5.1 on (B)(6) 2023. The patient was treated with 1 unit of packed red blood cells (prbcs). After the transfusion, the bleeding resolved. Then on (B)(6) 2023, the hemoglobin dropped. Coumadin (warfarin) was held, and the patient was given a proton pump inhibitor (ppi) twice daily. Computed tomography (CT) of abdomen and pelvis was performed on (B)(6) 2023, and no source of bleed was identified. An ultrasound of the abdomen was performed (B)(6) 2023, and labs were drawn. No source of bleed was identified on ultrasound. The patient was on a ppi drip for treatment, and warfarin and heparin were held. Hemoglobin was normalized as of (B)(6) 2023, and bleeding was resolved. The patient then was taken off aspirin. The target inr at the time was 2-3 with warfarin. The patient was discharged on (B)(6) 2023 and was monitored outpatient ongoing basis.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number and primary unique device identification (UDI) number): correction section h6 (medical device problem code): correction . Manufacturer's investigation conclusion: a direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Review of the submitted log files confirmed pulsatility index (pi) events and a low flow alarm; however, a specific cause for these events could not be conclusively determined. The submitted system controller event log file captured one transient low flow alarm on 11sep2023 and several pi events throughout the recorded data. Of note, an elevation in pi values was observed during the event. No other notable events were recorded, and the pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists bleeding as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. This section also explains that "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.